Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the straight exchange fixed core wire guide was stuck inside of another manufacturer's balloon during patient contact. The wire did not come apart until it was outside of the patient's body. It was further noted that the coil near the distal end of the wire was elongated, and the distal weld connection separated from the safety wire and coil to result in coil elongation. The procedure was completed with a new sheath, and the product problem did not result in any reported serious injuries to the patient.